Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented for lead revision procedure on (B)(6) 2019 due to reproducible noise on the right ventricular (rv) lead and the right atrial (ra) had been non-functioning since 2013. The lead was previously programmed off. The ra lead exhibited no sensing and no capture. An x-ray showed a notch in both the ra and rv leads at the subclavian. The leads were capped and replaced on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2017865-2019-11418.